Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The reported balloon rupture was likely due to an interaction with the heavily calcified lesion. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the target lesion was located in the proximal left anterior descending artery (lad) with moderate tortuosity, heavy calcification, and 90% stenosis. The 3.5 x 15 mm nc tenku balloon catheter was used for pre-dilatation of the lesion. However, the balloon ruptured at 10 atmospheres (atm) during the first inflation. The procedure was continued using a 3.25 x 15 mm nc tenku balloon catheter. There were no adverse patient effects. There was no significant delay in the procedure reported. No additional information was provided.